Manufacturer narrative:
H4: lot manufacture date: september 23, 2021 - september 24, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which shows droplets of fluid inside the device housing which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage into the housing. This issue was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.